Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. However, the downloaded electronic records from the device confirmed that an abnormal power issue occurred. The logged event code was cleared from the memory of the device and thereafter did not return. Physio replaced the battery pins in the device as a precaution. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device displayed the service indicator. In addition the device logged a potentially critical event code that is indicative of a device lockup. There was no report of a device lockup. There was no patient use associated with this event. Upon evaluation of the customer¿s device, physio-control downloaded the electronic records from the customer's device and observed that the device experienced an abnormal power issue that occurred when the reported event code was logged.